Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited a warning for out of range right ventricular (rv) lead impedance. The clinic disclosed that the rv dislodged one day after implant. The rv lead was repositioned, and it remains in use. There was a false alert for out of range rv lead impedance recorded on the implantable pulse generator (ipg) due to the revision procedure. It was also reported that the right atrial (ra) lead exhibited occasional oversensing. The ra lead remains in use. No patient complications have been reported as a result of this event.